Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A manufacturing review was performed for the fs precision neo meter and the manufacturing review showed the fs precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) blood glucose meter. Customer was unable to test due to the blood glucose meter not powering on with button press or test strip insertion. As a result, the customer was unable to self-treat and received third-party treatment of glucagon injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.